Event description:
The manufacturer received a report that the display for a trilogy ev300 failed to power on. There was no report of patient harm or injury. The device has been returned and is currently pending evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.